Event description:
It was reported that the pump exhibited an alarm. There was difficulty removing the battery from the compartment. The battery had cracks and bulged on one side. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found the battery pack was bloated. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the battery pack was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.